Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04193 pertains to the other device. It was reported to boston scientific corporation that a capio open access suture capturing device was used during a procedure. According to the complainant, the device did not retrieve the needle when the plunger was depressed. It was reported that the procedure was completed with a different device. All other information, including event clarification and patient condition, is unknown. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Visual analysis of the returned device revealed that the cage was bent. Functional analysis revealed that the cage did not catch the needle of the suture when the plunger was pressed. The needle carrier and the suture deployed correctly. Operational context contributed to the event.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04193 pertains to the other device. It was reported to boston scientific corporation that a capio open access suture capturing device was used during a procedure. According to the complainant, the device did not retrieve the needle when the plunger was depressed. It was reported that the procedure was completed with a different device. All other information, including event clarification and patient condition, is unknown. Attempts to obtain additional information have been unsuccessful.